Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed critical pump error. It was stated that the customer went swimming the day before and when changing the battery the day or the call, they found water coming out of the battery compartment. Mother dried it and inserted the battery and then received the alarm and device shut down. They tried to change the battery but the display remains blank. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image, unable to download and white spots on the left hand side of the lcd display due to corroded electronic assembly. Corrosion was also found on the motor and force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error open book image. The insulin pump passed the leak test. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.